Manufacturer narrative:
Insulin pump passed displacement test and self test. Pump received with moisture damage on electronics and motor assembly noted.

Event description:
The customer¿s wife reported via phone call that the insulin pump got damaged due to moisture exposed. Customer¿s blood glucose level was unknown. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.